Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical spinal surgery at c4-t6. It was reported that the set screw cross threaded during final tightening in the hook. The set screw and hook were removed and replaced with new hardware. No patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. Additionally, one side of the set screws threads are sheared off, consistent with thread jumping. The above observations are consistent with misalignment of the hook and the set screws during construct assembly.